Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issue were observed relating to underfill/low draw as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer k2 edta 3.6mg experienced underfill or low draw of a tube with blood during use. The following information translated from chinese to english was provided by the initial reporter: the customer stated "when using the tube, it was found the tube had a low draw issue. The change of the position of the patient during blood collection may affect the blood collection volume of the blood collection tube, which does not cause a bad impact on the patient."